Manufacturer narrative:
Follow-up submitted to report device evaluation. Patient identifier is unknown.

Event description:
Per complaint (B)(4), a patient's dental implant failed to osseointegrate. The implant was removed one month after placement. Osteopenia was also reported.